Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, the right ventricular (rv) leadless pacemaker (lp) first exhibited inappropriate potentials and was unable to be released from the delivery catheter, therefore a second delivery catheter was used. The rvlp was later separated prematurely from the second catheter within patient's body, and it caught on the tricuspid valve. The rvlp was retrieved and implanted using a third delivery catheter. The tethers on the second catheter were also found unable to be align and misalign, and tether damage was suspected. There were no patient consequences.